Manufacturer narrative:
H.6 investigation summary: material #: 301746; lot/batch #: 3014507. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, the IV shield came loose prematurely, nearly causing a clean needle stick. No patient impact or injury reported.

Manufacturer narrative:
The following fields were updated with new information provided by the initial reporter: b5. Describe event: it was reported that when using the bd vacutainer® flashback blood collection needle, the IV shield came loose prematurely, nearly causing a clean needle stick. No patient impact or injury reported. D4. Medical device lot#: 3014507. D4. Medical device expiration date: 01/31/2025.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, the IV shield came loose prematurely, nearly causing a clean needle stick. No patient impact or injury reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, the needle was anti-reverse in the original packaging almost puncturing staff. No patient impact or injury reported.